Event description:
Pt developed a retroperitoneal hemorrhage due to a vascular injury during cardiac catheterization. Had angioplasty and stent placement x2. Following sheath removal, developed profound bradycardia and cardiac arrest. No info documented r/t catheter and stents used.